Manufacturer narrative:
Investigation - evaluation. A review of the complaint history, device history record, documentation, of the returned device was conducted during the investigation. It was reported that "the dilator was not coming off the .018 wire and out of the sheath easily as it should and began to stretch. The team sliced the dilator a small amount to retrieve it without leaving any part of it within the patient." The referenced dilator would be referring to the inner catheter/stiffened cannula component. Because tubing material was not returned for the inner or outer catheter, we could not confirm if the tubing sizes were within specification. However, before the product is released, inspections are performed to ensure the catheters are of accurate size and to ensure a wire guide will pass freely through the inner catheter. Also, all of the devices from lot have been distributed to customers and this has been the only reported complaint. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. It was reported that the patient had peripheral artery disease in the right leg. It is possible that a build up of plaque could have caused a higher amount of pressure to be applied to the coaxial introducers, which then could have caused the reported failure mode. Alternatively, if the patient had any scar tissue, this could have contributed to the reported failure. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
No additional information has been received.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). The device has been received, evaluation in progress.

Event description:
It was reported that upon removal of dilator, it stretched and fractured into a few pieces outside of patient. The dilator was not coming off the .018 wire and out of the sheath and began to stretch. The team sliced the dilator a small amount to retrieve it without leaving any part of it within the patient. The patient remained unharmed.